Event description:
The customer reported being hospitalized due to diabetes ketoacidosis. The blood glucose reading was 611mg/dl. The customer stated that she was nauseated and vomiting. The customer was experiencing unexplained high glucose for the past two days. The customer's most recent glucose reading was 198mg/dl, and she was treated with an insulin drip. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. Ran a fixed prime and high pressure test and the tests passed. The customer stated that the infusion set was removed while calling and the cannula was bent. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.